Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels "have been all over the place" and thought it was due to the adjustments that were made to the pump basal setting. The bg level was not provided. There was no device malfunction reported.